Event description:
On 7/11/2023, it was reported by a sales representative via sems that an ar-8305 synergy resection shaver console had an issue. The shaver handpiece was not recognized by the console. They tried 2 different handpieces with the same result. The patient was not affected by this. They switched out the console for a different one, and the case went on fine. This occurred during use in an unspecified procedure with no patient harm. Additional information was requested.

Manufacturer narrative:
(Hp board) this evaluation determined that the reported event occurred due to moisture intrusion on the hand piece board caused by normal wear and tear. Refer to (B)(4) for additional failure modes and information.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.